Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the event was not stated by the physician. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID#: (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. Following the procedure, the patient experienced numbness and lip drooping. Imaging was completed and a stroke was ruled out. Per the opinion of the physician, the numbness and lip drooping was expected to resolve over time. The patient was discharged on (B)(6) 2026.